Event description:
A 2.6fr argon dl PICC placed by interventional radiology on (B)(6) 2021 in right femoral vein. Catheter trimmed to 15.5cm with no external length. On (B)(6) 2021 at 1500, crack found along red hub where needleless connector attaches. PICC removed and new PICC inserted to continue treatment. This is the 9th event (lumen crack) with this product since (B)(6) 2020.